Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. Details of the lesion are unk. The physician was attempting to use a 3.50x16mm taxus liberte stent. He was unable to cross the lesion. The physician removed the stent delivery system from the pt. The physician found the stent strut had lifted up. The procedure was completed with a different device. There were no reported pt complications. The pt condition was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).